Event description:
It was reported to covidien of a luer cap assy leak. The physician states that the leak she is experiencing is sometimes the cause of patient's hemoglobin dropping 1-2 grams, which leads them to remove the sheath prior to a safe act range has been reached. The leakage was noticed at the end of the case when the sheath was being sewn in. The patient is currently at home and doing well.

Manufacturer narrative:
No product has been returned to covidien for investigation. A DHR review has been performed and found no non-conforming reports during the production of this product.